Event description:
On (B)(6) 2024, a female patient (m.a.e., 120 lbs) underwent a surgery using the ustar ii knee system. The procedure involved implantation of the following components: 1. Ustar ii knee system distal femoral component, rhs, s, right (pn: 2115-3410, lot: 23j480a). 2. Ustar ii xpe tibial insert, s, 12mm (pn: 2315-3211, lot: 23e194a). The surgery followed standard protocols and was completed without intraoperative complications. Post-operative recovery proceeded as expected, and the patient was discharged. Approximately four months post-surgery, while ambulating without additional load, the patient reported an audible "pop" followed by knee instability. Clinical examination and imaging studies revealed implant fracture necessitating revision surgery on (B)(6) 2024. It is noted that surgeon who performed initial surgery on (B)(6)2024 and the surgery performing on (B)(6)2024 (dr.(B)(6) md) chose to use the same ustar ii knee system to perform revision surgery. The revision procedure, performed on (B)(6) 2024, involved: 1 explantation of the original components (pn: 2115-3410, lot: 23j480a and pn: 2315-3211, lot: 23e194a). 2 implantation of new ustar ii knee system components: a) ustar ii knee system distal femoral component, rhs, s, right, rhs, s, right (pn: 2115-3410, lot: 23j482a). B) ustar ii xpe tibial insert, s, 12mm (pn: 2315-3211, lot: 24e813a). The explanted components were requested for return to facilitate a comprehensive root cause analysis by the manufacturer. Investigation aims to determine the exact mechanism of failure and identify any potential manufacturing, design, or surgical factors that may have contributed to the premature implant failure.

Manufacturer narrative:
Investigation in process.